Event description:
The physician was trying the loop tip with the fs-omni. He said, first of all, that it was very difficult to go through the sheath with a feeling of a very rigid wire. He cannulated the papilla and entered into the wirsung, but doing fluoroscopy, the doctor observed that he had made a perforation. He pulled the wire out and re-cannulated with a jagwire and entered into the cbd, and completed the stone extraction with a basket and a balloon. The patient was admitted for observation over the weekend, and was confirmed to have pancreatitis as a result of the perforation. The patient has a very high pancreatitis and for the moment, the prognostics [prognosis] are reserved.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. Perforation is listed in the instructions for use as a potential adverse event associated with an ercp procedure. Prior to distribution, all loop tip wire guides are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.